Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device¿s pouch was torn. Patient was not injured or jeopardized.

Manufacturer narrative:
Evaluation summary: distal end of specimen pouch was deformed, stretched and torn. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen bag is subjected to excessive or improper force and subsequently rips under tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.